Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned. The lead exhibited loss of capture, insulation was missing and wires showing. It was suspected that the patient experienced twiddler's syndrome no additional adverse patient effects were reported.